Event description:
Procedure performed: lap chole. Event description: did not activate upon hitting activation button. New ca500 was opened. 1st clip spit out and switched units. Intervention: new ca500 was opened. 1st clip spit out and switched units. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where no relevant nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: lap chole. Event description: did not activate upon hitting activation button. New ca500 was opened. 1st clip spit out and switched units. Intervention: new ca500 was opened. 1st clip spit out and switched units. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.